Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb contained foreign matter. Green contaminant was on the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-11-22. H6: investigation summary: one photo, one sample without packaging, and one sample with sealed packaging were received by our quality team for evaluation. From the photo, green foreign matter is observed on the cannula. The samples were subjected to visual inspection to check for foreign matter. On the sample without packaging, one loose green foreign matter was observed inside the eclipse hub. On the sample with sealed packaging, no foreign matter was observed on the sample. The foreign matter was sent for microscopic fourier transform infrared spectroscopy (ftir) to determine the foreign matter type. The results show that the spectrum matches reasonably with polycarbonate compound which could have come from the green rack. The assembly manufacturing process was reviewed. After a review of the manufacturing records, there was a change in the green rack per the three-monthly preventative maintenance before this batch was produced. It is suspected that there could be a burr on the new green rack. During the seasoning run at the assembly line using the new rack, these burrs could have drop off in a form of debris on the machine bed. Housekeeping is then performed to the assembly line after the seasoning run. However, it is suspected that there were debris (green foreign matter) at the blind spot of the uv oven which is not effectively cleaned. Due to the air turbulent in the machine, the debris (green foreign matter) eventually stuck to the cannula. The three-monthly preventative maintenance will be revised to add in housekeeping and cleaning at the conveyor after the uv station.

Event description:
It was reported that bd needle eclipse 25x1 rb contained foreign matter. "Green contaminant was on the needle."